Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
Compromised forced sensor alarm during prime test and motor error alarm during basic occlusion test due to faulty fsr(gold). Pump passed displacement test. Unable to perform occlusion test and excessive no delivery test due to compromised forced sensor alarm. Motor passed motor test. Pump received with minor scratched display window and cracked reservoir tube lip.